Event description:
It was reported that a rom (read only memory) failure occurred during testing of the ventilator. It was reported that the ventilator then shut down. There was no patient involvement with this event.